Event description:
MFR received information that this patient's atrial lead was dislodged and the device has been re-programmed to vvi mode. The implanting physician was aware of the vvi mode change and at the time did not want to intervene and remove/reposition the lead. Additional information was received that the atrial lead was found to have migrated back to the pocket. The lead was successfully removed and replaced with a competitor lead. During the lead revision, the atrial setscrew on this implantable cardioverter defibrillator (ICD) became stuck in the up position. The setscrew was successfully loosened using the provided torque wrench and the technique described in a recent a closer look publication titled "loosening stuck setscrews".

Manufacturer narrative:
The device remains implanted without further complication. The explanted atrial lead was not returned for laboratory analysis.